Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described the patient did not have a new flexi cap therefore; the patient attached a used flexi cap to the patient line when disconnected. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin for ten days (dose and frequency not reported) and intraperitoneal ceftaz for five days (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Nine days after the event onset, the patient had recovered from peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.